Manufacturer narrative:
The manufacturing location for this product is OEM - (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. Investigation summary: no product or photo was returned by the customer. The customer reported that they closed the lid of sharps container and could not re-open it could not be verified due to the product not being returned for failure investigation. Device history record review for material # 305488 and lot number 2096001 was performed by supplier and DHR reference supplier's attached roi in investigation overview tab. A review of the ncr was performed. Non-conformity: customer stated that when they closed the lid, it would not open. But as per the requirements if lid is in the closed position, it should be able to reopen. If lid is in final closure position and tab is locked, it should stay closed disposition rationale is no product in stock. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However, potential root cause is as there is not enough information from customer to determine if cap lid was in locked position or not. When lid is in this position, it should not reopen. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd¿ multi-use one-piece sharps collector lid was broken. The following information was provided by the initial reporter: consumer called to report that she closed the lid of her sharps container and could not re-open it.